Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records were provided and confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented fixed tibial component right size e catalog #: 42542007102 lot #: 64817975, persona revision offset splined uncemented stem extension 3mm x 12mm x +135mm catalog #: 42560313512 lot #: 64853552, persona revision constrained condylar knee articular surface right 12mm catalog #: 42522800712 lot #: 64660505, persona revision cemented femoral component plus right size 9+ catalog #: 42504606612 lot #: 64867234, persona revision offset splined uncemented stem extension 3mm x 14mm x 135mm+ catalog #: 42560313514 lot #: 64799481, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 942bac2502, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 936bae2505 . The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00885, 0001822565-2024-00886, 0001822565-2024-00887, h3 other text : investigation incomplete.

Event description:
It was reported that the patient was prescribed diclofenac, a foam roller and home exercises to address pain, instability, pes and iliotibial band tendonitis approximately two (2) years following right knee arthroplasty. Initial operative notes noted no intraoperative complications.